Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial and ventricular leads dislodged. As the leads had previously dislodged and had been repositioned in 2008, they were replaced.